Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a system error 345 was not reproduced. Review of the event history log revealed one "system error 345" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined as the device functioned as intended but the ultrasonic sensor requires replace per precautionary measures. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch 2400100000-2022-8126 for this event. Should additional relevant information become available, a supplemental report will be submitted.